Manufacturer narrative:
(B)(4). This device is currently in the process of being evaluated. A follow-up medwatch will be submitted upon the receipt of evaluation results or if any additional information becomes available.

Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump had experienced failure code 804:22, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 804:22 was confirmed during product evaluation in the pump's event history. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition. This device is an unremediated colleague pump with a user interface module software version of 6.12.00. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.